Event description:
It was reported the display was stained. No patient involvement reported at this time.

Manufacturer narrative:
The customer has been offered service from a philips authorized service provider (asp). We are unable to confirm the final disposition of the device because the customer has not sent the device to the asp location. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.